Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient experienced an unexpected shock and went to the emergency room. The diagnostic data noted five shocks and oversensing. The patient alert had also been activated. It was also reported that lead fracture around the anchoring sleeve was found by x-ray . The lead was left in the patient. The lead was replaced. No patient complications have been reported as a result of this event.